Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The facility biomedical engineer was able to confirm the leak and traced the issue to a degraded closing plug underneath the device. The plug and o-ring were replaced to resolve the reported issue, and the replaced plug was discarded. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by customer.

Event description:
Livanova (B)(4) received a report that water leaked from underneath the heater-cooler system 3t during priming. There was no patient involvement.